Event description:
It was reported that continuous glucose monitor showed error message 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was walked through complete pump reset, and error did not recur after reset, with pump and sensor functioning normally; no additional actions were reported.